Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2018 due to a car accident. The cause of death was unknown but related to a car accident. The caller stated that the customer had heart issues that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death, but the caller stated that the customer's blood glucose was good the morning of the accident. The customer was wearing the insulin pump at the time of the car accident. The pump was cut off of the customer by paramedics at the scene of the accident. The customer was not using sensors. The caller declined to return the insulin pump for analysis.